Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient;s mother to test the alert functionality and reported alerts were not functional. Dexcom has issued an rga for patient's mother to return the device to be investigated.

Manufacturer narrative:
(B)(4): additional information/device evaluationthe returned complaint device was visually inspected. The external inspection found no observations related to the customer complaint. The audio functionality was tested and failed which confirmed the reported experience of no audio output. The root cause was determined to defective speaker sub-assembly.